Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic inguinal hernia surgery using the subject device, about 1/3 of the tissue pad was peeled off on the 2nd activation. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The tissue pad was worn out, and it was partially peeled off. The DHR with the lot number of the subject device was confirmed. No abnormalities were detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance based on the investigation result and past complaint cases, a likely cause of peeling of the tissue pad might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out and peel off partially. The above device handling has warned in the instruction manual.